Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test, displacement test and motor test. There was no motor error or unexpected no delivery alarms on the device. The drive support disk was inspected and there was no anomaly. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was over 400 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for no delivery alarm was performed. Customer advised they received the alarm as a result of a bent cannula, however the alarm recurred once again and the cannula was not bent. Troubleshooting for the motor error was performed. Customer advised the motor error alarm occurred during bolus delivery. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer performed and passed both the self-test and displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.